Manufacturer narrative:
(B)(4). It was reported that during a left-sided ischemic vt, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by a transthoracic echocardiogram. Caller reported that a code blue was called and that CPR was performed on the patient. It was also reported that medication was administered to the patient and that the patient was intubated. In addition, a pericardiocentesis was performed and over 800 ml of fluid were removed. The patient was reported to have expired. The returned device was visually inspected upon receipt and shaft was found kinked and with stress marks 9mm from client tip causing the catheter shaft to be near the point of fractured. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was evaluated for the functionality of the biosensor on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Therefore the root cause of the patients death remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. In addition, a corrective action has been opened to address and resolve this issue.

Event description:
It was reported that a male patient expired following a cardiac tamponade requiring pericardiocentesis during a left-sided ischemic vt procedure. Medication was administered. The cardiac tamponade was confirmed by a transthoracic echocardiogram. It was reported that a code blue was called and that CPR and intubation as well as echo / ultrasound were performed on the patient. In addition, a pericardiocentesis was performed and over 800 ml of fluid were removed. No product malfunction was reported. No autopsy report is available. Cardiac tamponade and subsequent death are documented possible complications of cardiac ablation procedures.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). (B)(6). The following bwi devices were in use: carto 3 ((B)(4)), stockert ((B)(4)), cool flow pump (s/n unknown), and a smarttouch catheter ((B)(4)). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).